Event description:
Rptr stated she got the er1 message some time ago. Rptr retested using another meter with a blood sugar result below 100 mg/dl. Rptr did compare the teststrip with the color chart remembering the result was below 100 mg/dl for the surestep meter.